Event description:
It was reported that: unable to advance the guide wire in the catheter. It was reported the event occured during prep. No impact on the patient.

Manufacturer narrative:
This medwatch report is being filed based on the review of images provided on january 25, 2022 and the results of the device evaluation, both presenting a core wire fracture. As received, the specimen consisted of one-1 each safari2 275cm xsml crv; returned loaded in the dispenser assembly and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The supplied images presented a fracture of the core wire, several kinks/bends, stretched and offset/overlapping coil wraps in the distal tip region and dried blood-like material on and near the proximal end. Upon receipt, the specimen was analyzed and presented a core wire fracture located 0.65cm from the distal tip presenting torsional overload with bending loads with multiple bends over the distal 1.7cm and a large radius bend 14.0 to 17.5cm from the distal apex of the formed curve. The specimen also presented numerous offset/overlapping coil wraps over the distal 2.2cm and deposits of dried blood-like matter scattered over the length of the device. The nature of the core wire fracture and coil damage appeared consistent with the application of torsional loading and manipulation against resistance. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As described in the device instructions for use (dfu): 1.ensure a catheter is properly placed in the ventricle or other intended treatment area. 2.carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3.after inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4.insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5.carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6.remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7.advance the safari2tm guidewire through the catheter under fluoroscopic guidance. As indicated in the dfu warnings: "do not torque this guidewire." At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information was not available at the time of this report. Based on the information provided and the evidence presented, it appeared that handling and/or procedural factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.